Event description:
The hcp reported the pt was having episodes of increasing spasticity and ten periods of good control. The pt was treated with oral baclofen which helped to decrease the intensity of the periods of increased spasticity. The hcp plans to compare the expected with the actual pump reservoir volumes when the pt is refilled next month. "Co suspects pt' will need a new pump secondary to this one's malfuction." The pt is reported to be doing okay with the current management.